Manufacturer narrative:
Manufacturer reports number 3005099803-2023-04914 are related to the same patient. Relevant information for each device will be captured accordingly. Block b3: the exact event onset date is unknown. The provided event date of (B)(6), 2021, was chosen as the best estimate based on the date of the cystoscopy and biopsy performed. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: for obtryx ii system - halo: imdrf patient code e2326 captures the reportable event of mild erythematous. Imdrf patient code e232402 captures the reportable event of stress urinary incontinence. Imdrf patient code e1304 captures the reportable event of urge incontinence. Imdrf patient code e2402 captures the reportable event of mild ureter dilation noted on 13jan2021 procedure. Imdrf patient code e2333 captures the reportable event of prolapse. Imdrf impact code f2201 captures the reportable event of biopsy of bladder lesion 3 mmm in size. Imdrf impact code f1901 captures the reportable event of advantage fit implantation.

Event description:
It was reported to boston scientific corporation that an obtryx ii system-halo device was implanted during a cystocele repair and pubovaginal sling placement procedure performed on (B)(6), 2019, for the treatment of stress incontinence and cystocele. On (B)(6), 2021, the patient underwent a cystoscopy, a biopsy of the bladder lesion, a diagnostic ureteroscopy left and right, and an exam under anesthesia due to stress urinary incontinence, urgency, and urge incontinence. During the cystoscopy, some mild erythematous changes were noted within the bladder. A biopsy was taken of a red, flat area about 3 mm in size at the posterior wall to rule out any type of malignancy. Diagnostic ureteroscopy was also performed on the right and left sides, which showed mild dilation of both systems without evidence of obstruction. No specific filling abnormalities were identified. A vaginal exam revealed that the patient had some hyped mobility of her urethra, most likely causing her incontinence. It was noted that the patient had good support of the anterior vaginal vault from the previous cystocele repair. There were no further patient complications. On (B)(6), 2021, the patient still presented recurring cystocele and stress urinary incontinence. She underwent cystocele plication, a pubovaginal sling, and a diagnostic ureteroscopy left and right. An advantage fit sling was implanted. Cystoscopy confirmed there were no injuries to the bladder. The patient tolerated the procedure well without any problems.